Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01316 / 01317).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial left hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, elevated metal ion levels, and tissue and bone destruction this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.